Event description:
It was reported that during an ablation procedure, the user experienced cold pixels. It was noted that the user left off the foot pedal once cold pixels were witnessed. A biopsy was taken prior to the procedure (no mandrel was used before probe placement). There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.